Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 6. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with bone type IV and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.